Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent loss of capture was observed on a holter monitor strip. Loss of capture could not be reproduced in clinic. The patient will continue to be monitored.